Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 360 mg/dl; cause was unknown. Customer had ketone levels that were considered dangerous/life threatening by a health care professional. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. There was no permanent damage to the customer. Multiple attempts were made to obtain the customer's discharge date; however, no response was received. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.